Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Visual inspection of the lead found the helix was extended/ bent consistent with procedural damage. Helix mechanism test could not be performed due to as received procedural damage to the helix. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported during in clinic follow up that the atrial lead had dislodged due to twiddler's syndrome. This dislodgement was confirmed via imaging. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.